Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. The two complaints received from this consumer are the only event reports received for this lot number. Additional information was requested on 12/07/2006 by phone, on 12/08/2006 by fax, on 12/08/2006 by mail and on 12/18/2006, by phone.

Event description:
A consumer reported starbursts in her vision (ou) as well as difficulty with color contrast perception in her right eye following bilateral intraocular lens (iol) implant surgery. Follow-up information received on 12/07/2006 from the ophthalmic technician reported the patient's iols look great (ou) and the patient's uncorrected vision is 20/20 (ou) following surgery. Additional information has been requested. There are two medwatch reports being filed for this patient; MDR # 1119421-2006-00442 -- eye #1. MDR # 1119421-2006-00443 -- eye #2.